Event description:
Reported problem by facility: energy cable at distal end broken due to over extension of jaws on opposite side. No report of pieces missing during procedure. Failures consistent with previous failures at the same spot. Mfg materials are in question. Intuitive surgical inc. Failure analysis report (B)(6) 2017. Failure analysis investigations found broken on the following location instrument bipolar yaw pulley - evidence not conclusive, but broken damage may be due to likely mishandling/ misuse.